Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8100 flow block error message. The customer reported problem was confirmed. A review of the device history record for sn (B)(4) was performed from 12/29/2013 to 09/10/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device displayed a flow blocked error message. There was no patient involvement.